Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR 8010047 - 2021 - 14653 as this report was confirmed to be a duplicate of MDR#8010047-2021-14447.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc) yet. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the color bar and noise was displayed on the monitor and there was bad connection at the socket of camera head. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.